Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected failed battery test alarm noted. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test; the customer tried four different batteries but the alarm persisted. The patient's blood glucose at the time of incident was 104 mg/dl. Troubleshooting was initiated for the failed battery test. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.